Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-05242011-002-r; 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she was experiencing pain and a burning sensation at her scs ipg site. The patient has not used her stimulation for several months and no longer needs her scs system. As a result, the patient wishes to have her system explanted. She will follow up with her physician to discuss possible surgical intervention to address the issue.